Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was going more than what they thought they should have before the evaluation and even after; the patient didn¿t expect this. The patient spoke with their doctor and understood the evaluation more. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889, serial# unknown, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an advanced evaluation trial. It was reported on (B)(6) 2017 that the health care professional (hcp) had a hard time placing the lead on the right side so the hcp decided to place the lead on the left side. It was reported to work and was placed just fine. This was clarified to be an advanced evaluation. Additional information was received on (B)(6) 2017 reporting that the patient had constipation and had a very upset stomach. The patient had not been feeling well the night before ((B)(6) 2017). The patient was not feeling well the night before and had expected to do better than what they were. There were no applicable environmental factors. The manufacturer representative had the patient turn up the stimulation so that it was felt because the patient was not feeling it all of the time. The patient felt that after this troubleshooting there was a slight improvement but not much. It was unknown if there were environmental factors or if the issue resolved at the time of the report. Patient weight, medical history, resolution, or if surgical intervention was required were also reported to be unknown. He patient status was reported to be alive with no injury. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1h7nb, implanted: (B)(6) 2017, product type: lead. (B)(4) pertain to product ID: 3531, serial# unknown, product type: external electrical stimulator. (B)(4) pertain to product ID: 3889-28, lot# va1h7nb, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that actions/interventions taken to resolve the upset stomach and lack of expected effect even after turning stimulation up included discontinuing antibiotics after course and changing programs. During a post-operative visit on (B)(6) 2017, the patient had incisional drainage on the left under the external wire dressing, the percutaneous lead extension site had minimal serous drainage, and there was some pain over the right connection site and where the implant was. There was no blood, fever, or chills, and no signs of infection. During a post-operative visit on (B)(6) 2017, it was noted the incisions were clean, dry, and intact, there was no inflammation or drainage, the test lead exit site dressing was changed and there was a small amount of serous drainage. The patient experienced improvements with programs 1 and 2, and would change to program 3 to try it; they were happy with the results so far and the implant was scheduled for 7/19. No further com plications were reported/anticipated.